Event description:
The reporter stated that on (B)(6) 2011 the patient awoke with a blood glucose (bg) of 278 mg/dl and was vomiting, and found that the pump did not have power. The reporter stated that the patient had the flu, and confirmed that the vomiting was due to illness and not to elevated bg. The reporter stated that a new battery was inserted, and the power issue remained unresolved. The reported bg excursion does not meet the definition of a serious injury. This complaint is being reported due to the alleged power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection revealed that the spring is missing from the battery cap, and the battery cap was unable to maintain an electrical connection. There was no damage found to the battery compartment. A test battery cap was used to complete investigation. The pump powers on normally with no alarms. The pump was exercised for 24 hours with the test cap with no power issues occurring.